Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on a compact plus meter, within 10 minutes: 2.9 mmol/l, 5 mmol/l, and 4 mmol/l. No adverse event reported. Test strip drum is no longer available for evaluation; replacement was sent.